Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed. Initial reporter address exceeded the maximum allowable characters, address is as follows: (B)(6) corrected data:

Event description:
It was reported that the sensor gave intermittent readings and did not provide any alarms or error messages. No consequences or impact to patient.